Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt and check pad messages) has been confirmed. Upon investigation there was pinched white and orange wires at dn connector plug the root cause for pinched wire was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy pad and adjust belt messages.